Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Troubleshooting options were discussed and recommended. Subsequently, a gen change was performed and it was noted that the rv lead had a ton of calcium. At this time, the rv lead remains in service and no additional adverse patient effects were reported.